Event description:
It was reported that the ethernet test fails and the patient leakage test failed. The failures occurred during preventive maintenance. No harm to any person has been reported. Complaint ID# (B)(4).

Manufacturer narrative:
It was reported that the ethernet test fails and the patient leakage test failed. The measurement should be < 0.05ma and the reading was >31ma. The failure occurred during preventive maintenance. A getinge field service technician (fst) was sent for preventive maintenance. The ethernet test and the patient leakage test failed. Therefore the device was send to the getinge depot center. The machine ran over a weekend at 3200rpm. The getinge depot center could not replicate the failures. The sensor panel was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The most probable root causes are: a similar failure of the patient leakage test was investigated by getinge life-cycle-engineering (lce) on 2023-08-11. The exceeding of the value limit affects only the sensor panel da0, in which a higher capacitor value was installed. As an action the sensor panel was revised under a CAPA. A similar failure regarding the failed ethernet test was investigated by getinge life-cycle-engineering (lce) within complaint# (B)(4) (lce#3426). There, according to lce, the most probable root cause is contamination on the connector within the ethernet port which prevents a stable connection. According to the instruction for use of the cardiohelp (IFU, chapter 3.2.1 ¿connectors¿), it is stated that the ethernet connection cannot be used for now. Therefore this failure only occurs during service. Moreover, in the cardiohelp service manual chapter 3.6.3 "pc-aided function test" its written, that the test is only used during service to send a ping. Referring to the instruction for use of the cardiohelp device (chapter 4.5 "connecting external devices (optional)") it is stated to check the total leakage currents if the cardiohelp device will be used together with other medical devices. Based on the results the reported failure "ethernet test failed and patient leakage test failed" could be confirmed, but not replicated. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: the failure "hls set hard to set on and off the sensor panel" will be investigated in complaint# (B)(4).